Manufacturer narrative:
The investigation is on-going, and a follow-up report will be submitted once the evaluation is complete.

Event description:
Physician used a deployment method of the curved pusher through the ij. Cana size was 23mm. Filter deployed through sheath with no issue. Once in ivc filter did not expand. Physician retrieved filter. Once retrieved filter had expanded.

Manufacturer narrative:
A review of the device history records was conducted and no similar concerns were found. The filter was returned for evaluation. The returned device was reviewed by visually inspecting the filter. There was no damage noted with the filter. When put in warm water, the filter expanded as intended without any issue. The issue noted by the complainant could not be duplicated or verified. Since the complaint could not be confirmed, no further action will be taken at this time.